Event description:
While placing PICC line on outpatient the glidethru sheath tore as it was being removed from the patient's vein. We were able to pull PICC line back far enough to get the sheath out intact.